Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for failed battery test. Customer's blood glucose was unknown. Customer reported that battery went dead. Customer stated that they using batteries that were in other devices and they work.